Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used during ventilation. The root cause was determined to be expiratory valve membrane defective. In consequence the corrections were done as advised by the hamilton medical technician as follows: lift and reattach the expiratory valve membrane. Perform expiratory valve calibration. Replace expiratory valve set (singles use) pn160176 or try it with a reusable expiratory valve cover pn160245. The unit passed all tests worked properly. After all tests passed, the device was returned to use. There was no patient or user harm.

Event description:
Dear (B)(6) according to the customer the unit alarmed with tf : 232003 232002 231003 . Please advise if the sensor pressure assy needed to be replaced . (B)(6).